Manufacturer narrative:
Customer called the olympus technical assistance center (tac) support to troubleshoot. The customer reported no image. Tac instructed the customer to make sure the cable connection between the cv-190 and the clv-190 is properly connected, blow a bit of air on the clv190 connector to l loosen any debris on the contact pins and clean the endoscope el connector contacts pins to make sure the pins are clean and dry before replugging the unit on to the clv190 unit. The customer called back reported getting e216, b30 (scope communication error) with 2 colonoscopies on 2 towers. All 180 scopes are working fine. Tac informed that the power would need to be off before we tried the second scope. Tac informed that there is one bad scope, and the scope was moved to another room and that is why they are having the issue in 2 rooms now. Customer will try and call back if any additional issues occur. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus, no image on the evis exera iii xenon light source. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and device history record review. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The exact root cause could not be determined. The investigation could not determine the issue as the device was not returned for inspection, the reproduction was unknown. Olympus will continue to monitor the field performance of this device.